Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 5/7 of her automated peritoneal dialysis therapy. Per initial report, the home patient discovered moisture on the tubing of the cassette. Baxter's technicial service center assisted the home patient in ending therapy. No patient injury or medical intervention was indicated at the time of the incident per the home patient.